Manufacturer narrative:
The reported patient adverse effect of bowel injury is listed in the minerva surgical endometrial ablation system operator's manual l0120 rev. B, and is a known possible complication associated with minerva procedure: section 7.2 of the minerva endometrial ablation system operator's manual indicates: as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to thermal injury to adjacent tissue, including bowel, bladder, cervix, vagina, vulva and/or perineum. The handpiece was reportedly discarded and was not returned for evaluation. A review of the handpiece and rf controller lot history records revealed no manufacturing nonconformities issued to the reported lot/serial # that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
A minerva procedure was performed in a patient with past history of aub (e). The patient was approximately 2 months post-partum and while she did not experience excessive bleeding due to her post-partum status, she insisted on endometrial ablation due to her past history and her desire to undergo laparoscopic tubal ligation. Diagnostic hysteroscopy was performed and was un-remarkable. The minerva procedure was reported to be nominal, but details on adequacy of device deployment are not available. Post-ablation hysteroscopy was performed and was un-remarkable. At the time of laparoscopic tubal ligation dr. Noted that a small area of the fundal uterine serosa appeared to be blanched. No mechanical perforation was present. A similar blanching was seen on a small portion of small intestine. Bowel resection and end-to-end anastomosis was performed. The patient recovered and was discharged.